Manufacturer narrative:
In follow up with the customer on 04/29/2015, she stated that she was diagnosed with mastitis that started on (B)(6) 2015. She was prescribed an antibiotic for it. She did see a lactation consultant about breastshield sizing which has helped the issue. The customer stated that the pump suction is working fine after troubleshooting with customer service. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer called in to report that she had low suction which caused her to get mastitis. She was prescribed an antibiotic and a topical cream for it by her physician.